Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, flipping, chest pain, visibility/palpability.

Event description:
Patient reported left side implant exchange with no complaint against the device. Patient later reported flipping, soreness, hard, "can feel rim of the implant", completely deformed, and fluid build up around breast. The device remains implanted.